Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 had failed and was not detected on the bus. The field service engineer (fse) removed debris from under the pockets, reseated the cables, and replaced the missing dog bone. The fse then tested the drawer and successfully recovered it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es eh-w2 drawer 3 failed, displayed not detected on bus and required maintenance. The customer attempted troubleshooting by rebooting the station and unplugging and reconnecting the unit to recover the drawer; however, these efforts were unsuccessful, and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.